Manufacturer narrative:
Additional manufacturer narrative: the device was returned for evaluation and the reported clinical observation of device did not "hold" occlusion was confirmed. During examination of the returned device, a pin hole leak was found on the catheter body approximately 8.7 cm proximal from the catheter tip. The pin hole leak was identified when the balloon lumen was functionally tested. The remaining lumens were also functionally tested and no issues were identified. There was no other visual damage, contamination or other pertain abnormality found on the returned device. Manufacturing records were reviewed and no non-conformities were recorded that would have contributed to this event. A manufacturing defect or supplier related issue was not identified. Based on the information received, a definitive root cause cannot be determined. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The fmea adequately addresses potential causes of failure and the associated hazards. The complaint trend was assessed and found to be in control. No further action is required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: the returned device was evaluated by the suppler and the supplier determined that the complaint condition was caused by a confirmed supplier manufacturing defect in the overmold hub. The supplier conducted an awareness training for the manufacturing operators. Corrective and preventive actions were taken. The complaint trend was assessed and found to be in control. This case was found to be an isolated event. Trends will continue to be monitored through the use of edwards quality systems.

Manufacturer narrative:
No code available, prolonged procedure and intermittent fibrillation of the heart during the case. Additional manufacturer narrative: device evaluation is pending. A supplemental MDR will be submitted when the evaluation is complete.

Event description:
Edwards received information that the balloon of an intra-aortic balloon occlusion device did not "hold" occlusion of the aorta after the initial arrest of the heart. Initially, 44 ml of volume was used to fill the balloon. The aorta measured 38. Balloon pressure immediately dropped from 340 mmhg to 250 mmhg after aortic occlusion and required additional 2 ml of volume which was added in increments. The atrium was not yet opened when the issue was noticed. Upon letting the balloon down and removing the device, blood was noticed in the balloon fluid. Subsequently, the device was flushed and a "spray" of fluid was noticed leaking where the catheter transitions down in size. There was no visible damage noted at this area. There was no visible balloon damage reported. During preparation, the device was flushed with heparinized plasmalyte and no leaks were noted. The case was completed with retrograde cardioplegia only. The procedure took longer due to "flood of blood in the field" which was dealt with by using an additional pump suction catheter. Patient fibrillated off and on during the procedure and would not keep an arrest. It was reported patient had no notable anatomical variation. The guidewire and port access cannula advanced without problems. Patient did not experience any negative outcomes due to this event.